Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. An 0x1c, pump has reached the pump expiration time, safety alarm was observed in the pod data. The pod was confirmed to have run for 80 hours. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Despite this damage, fluid was able to flow the complete fluid path. No damages or deficiencies to the needle mechanism or drive mechanism were observed that could have contributed to the reported failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the observed damage contributed to the reported failure to deliver insulin. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours.